Event description:
In 2008, the pt reported that when he woke up he felt as if his blood glucose was elevated. He then found that the piston rod of the infusion device was not screwed into the bottom of the insulin cartridge and the piston rod appeared to be stuck. When he removed the insulin cartridge from the infusion device he stated that the black piece at the tip of the piston rod appeared to be loose. To troubleshoot the pt was instructed to perform the cartridge change procedure and "returning piston rod" displayed on the screen but never advanced to the next screen, cartridge volume "315 units". He inserted a new battery and only "returning piston rod" was displayed on the screen. He stated that the infusion device was not dropped or exposed to water. He did wear the infusion device during an x-ray of his knee a "few" weeks ago. He was advised to always disconnect from the infusion device during x-rays. The patient's blood glucose was elevated to 402 mg/dl and he does not have a backup infusion device. His normal blood glucose range is 80-110 mg/dl. He stated he would switch to injection therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.